Event description:
Event description boston scientific received information that there was difficulty interrogating this implantable cardioverter defibrillator (ICD). The "out of range telemetry" message was displayed. There was concern that this device may be at end of life (eol) as the monitoring voltage a couple months back was at 2.57. There were no audible tones with magnet application. The patient denied any shocks, radiation, mangentic renasonce imaging (MRI) or other procedures. This patient has a history of non-compliance. In addition, this device is also included in an advisory population.